Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for dissociation of the glenosphere from the baseplate at 3 months post-operative. Patient ID: (B)(6).